Event description:
As reported by our affiliates in (B)(4), through the review of the medical article: "safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves", corresponding author a. Markus kasel from klinik fur herz- und kreislauferkrankungen of the german heart center in munich. 743 patients with native aortic valve disease treated at the klinik fur herz- und kreislauferkrankungen of the german heart center in munich, germany, between january 2014 and june 2019, in a single-strategy standardized minimalist setting using the sapien 3 thv via the transfemoral route were evaluated. The following events were identified: repeat procedure (balloon aortic valvuloplasty, tavi or savr ) (cumulative from 30 day to one year): 6 events (6 with tricuspid leaflet)

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from january 2014 and june 2019. For this reason, the first day of the reported study period (01-january 2014) was used as the occurrence date. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the repeat procedure (balloon aortic valvuloplasty, tavi or savr) (cumulative from 30 day to one year) was not provided. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve revision cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article citation: michel jm, frangieh ah, giacoppo d, alvarez-covarrubias ha, pellegrini c, rheude t, deutsch o, mayr np, rumpf pm, stahli be, kastrati a, schunkert h, xhepa e, joner m, kasel am. Safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves. Clin res cardiol. 2021 dec;110(12):1993-2006. Doi: 10.1007/s00392-021-01935-7. Epub 2021 sep 9. Pmid: 34505192. Article reporting, devices not returned.

Manufacturer narrative:
Additional report to provide that this is one of ten manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 05467, 2015691- 2022- 05470, 2015691- 2022- 05471, 2015691- 2022- 05473, 2015691- 2022- 05474, 2015691- 2022- 05475, 2015691- 2022- 05476, 2015691- 2022- 05479, 2015691- 2022- 05481.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6, and h10 for supplemental to report non-device return evaluation. As no devices were returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. Review of provided imagery from the article did not reveal any relevant information that would aid the complaint investigation. All six events resulted into additional intervention were associated with tricuspid aortic valve while the images provided were for bicuspid aortic valve. Per event details, transfemoral transcatheter aortic valve implantation (tavi) procedures were performed between january 2014 and june 2019. Based on this limited information, this section covers the latest IFU that was in circulation prior to january 2014. The IFU was reviewed for guidance with respect to the sapien 3 (s3) thv using a commander delivery system via transfemoral approach, with its content generally representative of all IFU versions circulating through june 2019. Commander delivery system with s3 IFU was reviewed and no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of valve requiring intervention was unable to be confirmed due to unavailability of returned device(s)/relevant imagery/medical records. Since the valve serial numbers were not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event(s). A review of IFU/training materials revealed no deficiencies. In this case, the valves were not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event(s). The reason for additional intervention (bav, tavi or savr) at 30 days or up to one year post-tavr is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.